Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and calcified coronary lesion. The progress guide wire was used with a non-abbott micro-catheter. A stent was implanted. During removal of the guide wire, resistance was noted, and it felt like the progress guide wire was sticking to the catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier: (B)(4). The complaint device was returned. The reported difficulty removing the guidewire could not be replicated in a testing environment due to the condition of the returned device. There was a broken coil .5 mm proximal to the tip ball, and the coils were stretched out at the broken coil for a length of 7 mm. The core and tip ball were still intact. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
Additional information received: the lesion being treated was in the circumflex artery. Although the progress guide wire was sticking to the catheter, it was able to be removed. No additional information was provided.